Manufacturer narrative:
The pad device was installed on (B)(6) 2008, the recorded temperature at the time was 6.2 degrees c. The device then failed its weekly self-test on (B)(6) 2008 due to a low battery. The recorded temperature at this time was minus 2.9 degrees c. The device was left in fault mode until (B)(6) 2009. On or after this date there are multiple events on the same day which would indicate the device switching itself on automatically. The pad-pak was then removed and re-inserted on several occasions after this date. The device passed and failed self tests sporadically with the recorded temperatures remaining very low. The problem with the device was attributed to a fault in the membrane. The device history log would suggest the location where the device was being stored was not adequate and led to the exposure of the device to adverse environmental conditions. This has been known to have a detrimental effect on the device membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.